Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 10282268. On august 2025, we received one sealed sample in the retail box, the label on the retail box is missing. This manufacturing step was done at our hungary's site which was informed about this issue. An investigation was done and conclude that it was a human inattention, the operators have not followed properly the packaging instruction. He/she forget to put the prescribed label on the packaging. All involved employees have been informed from this issue, they will focus to check and keep the boms and the packaging instruction all the time at production order starting to avoid reoccurrence failure in the future. According to the information known quality database was checked and revealed no anomaly in relation to the describe defect. A similar case study was performed based on ha6118 product, defect labelling issue over last four years, no similar case was found.

Event description:
According to the available information the label is missing on one of the catheters. The device was not used.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 10282268. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information the label is missing on one of the catheters. The device was not used.